Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited noise and a lead integrity issue. No intervention was performed, and the patient's status was unknown.